Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no defects were found. A pairing test was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection observed a reflowed antenna on the u1 board. A review of the downloaded data log confirmed the reported event of an intermittent out of range. The root cause was determined to be a bad solder.